Manufacturer narrative:
Additional information: (B)(4). Concomitant products: sheath introducer (45cm 6f destination, terumo); guidewire (chevalier universal 300, fmd); balloon (5mm 4cm angiosculpt, volcano). A powerflex pro 7mm x 4cm 80cm balloon catheter ruptured at 10 atm (ten atmospheres) during the initial dilation. Therefore a non cordis 7mm x 4cm balloon was used to complete the procedure successfully. There was no reported patient injury. An approach was made from the left femoral artery with a 6f non cordis sheath introducer. Then a non cordis guidewire crossed the lesion, and a non cordis balloon inflated. Then a powerflex pro was used to inflate in the lesion, but it ruptured. The target lesion was the right common femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; balloon maintaining pressure during inflation. The product was not returned for analysis. A device history record (DHR) review of lot 15961266 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a power flex pro 7mm 4cm 80 balloon rupture at 10 atm during initial dilation. Therefore, a non cordis 7mm 4cm balloon was used to complete the procedure successfully. There was no reported patient injury. An approach was made from the left femoral artery with a 6f non cordis sheath introducer. Then a non cordis guidewire crossed the lesion, and a non cordis balloon inflated. Then a powerflex pro was used to inflate in the lesion, but it ruptured. The target lesion was the right common femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. The product was clinically used and will not be returned for analysis. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; balloon maintaining pressure during inflation; and procedural cd available for review.